Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? Was treatment provided? Do you have any pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was skin adhesive used on the patient in a previous surgery or wound closure? Do we have your permission to contact your surgeon. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an appendectomy on (B)(6) 2022 and topical skin adhesive was used. The morning after midnight surgery patient had an allergic reaction to adhesive. Around the wounds it was bright red, burning and extremely itchy. Patient returned to facility. They used petroleum jelly to remove the adhesive. They provided an oral steroid to help with the itching and redness. Currently patient is still itchy and has redness. The oral steroid was only a dose. Patient has follow up appointment (B)(6) 2022. Patient has been using benadryl to help, but its not helping much. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Is a photo available of your reaction? - yes was treatment provided? Yes - adhesive was removed and I was given a dose of steroids do you have any pre-existing medical conditions (ie. Allergies, history of reactions) no has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No was skin adhesive used on the patient in a previous surgery or wound closure? No do we have your permission to contact your surgeon? Yes additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.